Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed and air alarm was found which indicates that the device had no functional issue and performed as expected and air was detected. The datas are insufficient to confirm the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. Several tests were carried out. Air filled IV set was loaded multiple times and device detects air and alarms. Also, air bubble was intentionally introduced to primed IV set running at 500ml/h and device alarmed, thus, performing as intended. Reported event could not be reproduced. However during that testing, error 42 downstream pressure occurred. Air in line sensor was calibrated as a precaution and downstream pressure sensor was replaced and calibrated during quality control tests. The replaced defective pressure sensor kit was kept and sent to brézins for further investigation. Upon visual inspection and functional testing the sensor was deemed functional. The reported issue could not be reproduced therefore the event cannot be confirmed and could be linked to another part but can only be analyzed with the associated device. However as several complaints have been reported for error 42, a random technical error could still be possible with those sensors. A CAPA has been opened on defective pressure sensors, but as this event is not confirmed it cannot be directly linked to it. To our knowledge no patient consequences have been reported. This complaint is not valid for "no air alarm" and valid for "error 42". The trend is abnormal for error 42 and reported risk is lower than estimated risk.

Event description:
Error 42.